Event description:
A report was received that the patient was experiencing third degree burn at the ipg site. It was unknown what caused the burn, but this was happened during charging. The patient will undergo a wound therapy.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory

Event description:
A report was received that the patient was experiencing third degree burn at the ipg site. It was unknown what caused the burn, but this was happened during charging. The patient will undergo a wound therapy.